Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that following a revision procedure, the patient was experiencing more pain on the left side of the body like numbness or tingling sensation. The patient was given pain medication but it did not work. The patient underwent a revision procedure wherein one of the lead was removed. The physician believed that it was not device related that caused the left leg irritation, instead just some nerve irritation. The patient was doing well and the nerve irritation was completely healed.